Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of black stools, diarrhea, and a rotavirus stool infection could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6), with no additional related issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age: estimated. The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with diarrhea and black stools. He was hemodynamically stable without evidence of active bleeding. During hospitalization, the patient was found to have a rotovirus stool infection with symptomatic improvement with imodium. He had a stable hemoglobin (hgb) throughout hospitalization with no recurrence of melena or hematochezia. The patient was discharged on (B)(6) 2019.